Manufacturer narrative:
Cer article / literature search for an embolic was completed. The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
On january 22, 2025, a cer literature search for an implantable embolic was completed. The case alleges that an 82-year-old woman with a large hepatocellular carcinoma (hcc) who underwent elective tace due to the high surgical risk associated with her tumor size in (B)(6) 2022. The patient unexpectedly experienced liver rupture 20 hours post-procedure, leading to acute surgical intervention, and even though the bleeding was successfully stopped, the patient developed progressive multi-organ failure and expired a few days later. Pé]ová, m., benko, [ a rare early-onset fatal complication after transarterial chemoembolization: a case report and review of the literature. Current oncology, 31(4), 1961-1970.]